Event description:
Physician reported uterine perforation.

Manufacturer narrative:
User error resulted in uterine perforation. Novasure cavity integrity assessment test identified the perforation and prevented user from conducting the ablation, therefore avoiding complication. No additional surgical intervention and/or extended hospital stay were required. Device performed as intended. Returned product investigation showed no product failure.